Event description:
Received info, the surgeon realized the insulation of the lead was cracked after he connected the lead to the temporary extension and was suturing the cap. The lead was explanted and replaced. No further difficulties were encountered. Pt outcome okay.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.